Event description:
Additional information received reported that the patient was scheduled for lead replacement on (B)(6) 2014.

Event description:
It was reported that the patient got surges in the lower spine from the device when it was on. This started a couple of days ago. The patient stated the implant was ¿acting up.¿ when she moved, she would get surges. She would also feel the surges if she put something on her lap or if her car went over a bump. It was constant and would last a few minutes. There were no falls or trauma. It went away in certain positions. The patient turned the device off the night prior to the report and hadn¿t felt the surging since. The patients physician had moved and the patient was trying to locate a new physician as well as her medical records. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported that the manufacturer's representative would ship the explanted device on monday (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type extension; product ID 3587a, lot# l30171, implanted: (B)(6) 1993, product type lead; product ID 74001, lot# n212477, implanted: (B)(6) 2011, product type adapter. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The device was functionally ok. Final analysis of the extension revealed no significant anomalies. Final analysis of the lead revealed that conductors were broken within 10 cm of the connector area. Final analysis of the adaptor revealed no anomalies. Final analysis of the anchor revealed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw a manufacturer representative on (B)(6) 2014 and had their device reprogrammed and got 3 programs. It was noted that program c was the best but the same thing happened. The patient would reportedly have good stimulation for a while and could feel the stimulation was good, and then the stimulation would go down and they could hardly feel it. It was noted that the patient's leads had been in for "20 some years" and they were probably wore out. It was further reported that they wanted to increase the length of the rods in their back because the patient was having pain. It was noted that because of the pain the patient could not stand up straight and that may have caused a problem with the wires also. The patient was reportedly waiting for a call from their health care provider (hcp) to schedule a procedure for a new device and wires. It was later reported that there was a fading sensation and they needed to increase amplitude. A manufacturer representative reportedly met with the patient on the day prior to the report. It was noted that the patient was re-programmed and was getting good stimulation and good location in back and legs. The patient was sent home but called back on the day of the report to and stated that an increase in stimulation was required about every hour. No positional changes were noted during increase. The manufacturer representative did not know when the issue started and the patient did not have a managing health care provider (hcp). A possible lead issue and a surgical revision of the lead or extension were discussed. It was also unknown what the voltage level was at the time of the report. It was later reported that no cause of the issue was determined and the electrode impedances were normal upon interrogation. The system was reprogrammed but post 24 hours the patient reported increasing the device to provide stimulation on an hourly basis. The patient was instructed to keep a log of increasing and what position the patient was in at the time of the increases. It was further reported that the device faded hourly and had no bearing on position. It was then noted that the lead may have been the cause of the increasing amplitudes and lack of coverage at prior settings. The patient was reportedly awaiting an appointment to schedule a lead revision. The patient was reportedly reviving therapy but had to increase amplitude to maintain coverage. It was later reported that there was a fading sensation. The patient was reportedly reprogrammed but the fading was still occurring. Electrode impedances were within normal range per the measurements provided on the day of the report. It was noted that they were looking at the lead as a possible cause due to the age of the lead and that the patient was getting a change in therapy response and was not getting the coverage they needed. It was further noted that the implantable neurostimulator (ins) was only two years old, the patient was feeling stimulation, the impedances were normal, and they were to looking at the ins as the issue at that time. Impedances in ohms were noted as 0/1 1091, 0/2 1864, 0/3 1210, 1/2 1474, 1/3 1084, 2/3 1474.

Event description:
Additional information received reported that impedances had changed. On the day of the report, they were 01=918, 02=1777, 03=1046, 12=1461, 13=995, 23=1446. (Tested at the default .7v). It was noted that last time they were 01=1091, 02=1864, 03=1210.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient proceeded with her lead replacement on (B)(6) 2014. The surgeon did notice insulation dete rioration at the distal end of the lead wires. The patient received therapy after the revision.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had her device off as it "went haywire." When she moved the stimulation went "real high" and was painful. She would turn it down and it would go back to normal until she moved again, and then it would happen again. The patient eventually turned stimulation off. The issue came on suddenly. The patient saw a new managing physician. Xrays were done but the physician was not sure what the cause was. It was stated that the physician would schedule a company representative for reprogramming and a system check to see if the "wiring needs to be pulled out." The patient stated that she had "rods" implanted in her spine, and they needed to be extended, but the physician wanted to check the device before doing this first. If additional information is obtained, a follow up report will be sent.